Event description:
Caller reported experiencing a cartridge alarm 20 while the device was in use, with instances of alarm 20 and alarm 30 confirmed in the pump history. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump and provided the caller with a backup insulin pump to ensure continued insulin delivery. A replacement pump with updated software was dispatched, and the caller received instructions on using storage mode for the current pump, which they were to return within 10 days. The caller understood and acknowledged all guidance provided.